Event description:
The patient underwent vns generator replacement. The explant facility is known not to return any explants. No additional relevant information has been received to date.

Event description:
It was reported that the patient has experienced a burning sensation in her throat, as well as pain in the left ear and left upper and lower teeth during stimulation. The patient has been referred for replacement referral. No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.